Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusion can be made at this time.

Event description:
The distributor reported that the pt complained of large air bubbles after the cartridge was changed. The last cartridge cap was reportedly changed (B)(6) prior to the complaint. The user denied insulin leaks and reported that his/her blood glucose fluctuated between 30 mg/dl and 380 mg/dl in one day but stated this was normal. The user denied medical intervention.